Manufacturer narrative:
Surgical guide was requested for evaluation but was not returned. Case was reviewed by the planning clinician and the following feedback provided: "...due to the buccal inclination of both implants and given the good registration, result that the guide was slightly tilted while being seated mid surgery."

Event description:
While utilizing surgical guide print003, implant placed in location #27 appears to have deviated from the plan's final placement, implant will be removed and patient grafted.